Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Investigations performed on similar cases proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". The reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿un-editable¿ value once it is selected. That in turn causes the software to hang forever". Bug fix improvements will be implemented on next software release and this was documented under tfs ID (B)(4). CAPA-000001062 assigned for app hang related issues

Event description:
It was reported to vyaire medical problem with bellavista 1000 us where the ventilation stopped ventilating while on a patient. The end user had to remove the patient from the ventilator, used ambu bag to assist the patient¿s breathing, and retrieve another device to use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H10: a vyaire technical support reviewed the log file and found cfb error (ventilation controller error). Ventilator is running patch 6.1. Technical support found an so2enable along with ui (user interface) overload detected. Issue is related to app hang. Vyaire will confirm if ventilation stopped as well as trending data if available. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.